Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone12.1. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 26 mg/dl while wearing the pod between 4 and 24 hours. The patients doctor reports the patient's daily insulin was 7.2 units and the showed the patient had received 8.9 units of insulin and the patient had not administered a bolus. The patient reports they had gone to the hospital emergency room and they were admitted. The patient remains in the hospital at the time of this call. Treatment information is not available.